Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pseudotumor.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g4, g7, h10. Event description: it was reported that patient was implanted on (B)(6) 2009 and underwent revision on (B)(6) 2020 due to pseudotumor. Based on the manufacturing date of the implant ((B)(6) 2009), it must be assumend that the implantation took place at a later point in time than indicated in the reported data. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was revised due to a pseudotumor after an in-vivo time of approximately 10 years. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor the retrieval or photos of the retrieval were received; therefore the condition of the component is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.